Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, lump of dead skin. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with a mentor memoryshape breast implant 775cc and experienced rupture and a lump of dead skin on the right side post-operatively. As a result, the patient underwent removal and replacement with unspecified gel breast implants on (B)(6) 2021. The lump was removed during the explantation surgery.

Manufacturer narrative:
On jun 20 2022, additional information was received indicating the patient also experienced capsular contracture baker grade unknown and fat necrosis on the right side. Manufacturer¿s reference number: (B)(4).